Manufacturer narrative:
The elecsys troponin t hs stat reagent lot number is 86958601, with an expiration date of 31-aug-2026. The hcg+beta elecsys reagent lot number is 83810501, with an expiration date of 31-mar-2026. The field service engineer performed preventive maintenance and replaced the syringe seals, pinch tubing, sample/sipper tubing, syringe block, and o-rings. He also cleaned and lubricated the sampler, sipper, gripper, and waste agitator. He replaced the measuring cell, primed the system, and performed multiple cell preparations. He cleared the calibration database and cell counters and performed successful qc runs. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys troponin t hs stat and hcg+beta elecsys assay results from two patient samples tested on the cobas e 411 analyzer (disk system). Patient sample 1: elecsys troponin t hs stat, on (B)(6) 2026: the initial result was 18 ng/l. On (B)(6) 2026. The initial result of a repeat patient sample was 7 pg/ml with a delta flag. The repeat result of the repeat patient sample after recentrifugation was also 7 pg/ml. The repeat result after the initial patient sample was recentrifuged and aliquoted was 7.42 pg/ml or 7 ng/l. Patient sample 2: hcg+beta elecsys, on (B)(6) 2026: the initial result of the initial patient sample was 0.655 iu/l. The result of a new patient sample triggered a delta flag. The repeat result of the initial patient sample was >1000 iu/l with a data flag. The repeat result of the diluted patient sample was 92835 iu/l with a data flag. The repeat results were deemed correct.

Manufacturer narrative:
The investigation determined that the service actions resolved the issue.